Manufacturer narrative:
(B)(6). Investigation summary: a complaint of tubing kinking causing occlusion was received from the customer. Photos were provided by the customer for investigation. In the photos, information on the material and lot number could be seen. A device history record review for the provided model number and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a physical sample not being returned, a full investigation could not be completed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd alaris pump module smartsite infusion set had its tubing kink, flow issues, and occlusion. The following information was provided by the initial reporter: "I have a patient whose IV pump has been alarming "distal occlusion" frequently today. We've flushed her IV site, changed her IV site, primed new tubing, checked if it's positional, taped it to prevent kinks in the line, and even changed pumps. ...one suggestion as an rn who deals with this often is to figure out a way to strengthen the tubing at all of the y-ports because the weight of the tubing will often cause it bend over at those sites and occlude itself. This is a problem in that it's preventing steady administration of a highly titratable drug, as well as being a sleep disturbance for the patient and work flow interruption for the rn."